Manufacturer narrative:
Patient information provided. Patient age and weight were not provided by the hospital staff. Review of the software logs by technical services was unable to determine a definitive root cause of inaccuracy. The images followed proper imaging protocol. The most likely cause was that tracer registration pattern technique by the user could have been improved and recommendations were provided to account team. The account team verified that system accuracy was after registration on rigid anatomical landmarks. The surgeon confirmed that the system was accurate using rigid unique patient anatomy after tracer registration and going sterile. This same anatomy was used to check accuracy later in the case, and these locations were no longer accurate. The inaccuracy occurred throughout the entire scan volume (both surface and internal anatomy). The system inaccuracy as identified 1-2 hours into the surgery. Or lights were turned off and the instruments did not have any intermediate tracking issues at any time throughout the procedure. The account team was unable to replicate the behavior. The system appears accurate throughout the demo lee volume for hours after tracer pattern performed and in navigation screen. With the same surgeon, or, and instruments, a demo unit was navigated accurately using optical navigation. The account team completed onsite training with hospital staff regarding proper use of axiem and optical navigation equipment. The software investigation found that the reported event was unrelated to a software issue. Per the reported details, poor tracer pattern was performed by the user. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the psu failed accuracy testing. However, medtronic personnel found that the accuracy testing was unrelated to the reported issue. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
At the time of the event, recommendations were made to the site regarding proper tracing technique to improve tracing pattern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial optical procedure, the surgeon alleged a 5 millimeter inaccuracy. The site performed a tracer registration. It was deemed a poor registration pattern, as points were only collected on one side of the patient's head. Loose tissue was traced. No further details were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative has since visited the site and performed a training for the site on proper tracer registration techniques.

Manufacturer narrative:
A review of the polaris spectra system control unit (scu) and positioning sensor unit (psu) hardware logs noted a 'bump' within the hardware's history. It was recommended to replace the camera.